Event description:
It was reported that during a bilateral case, neither side fitted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event was confirmed based on the scans and information provided. The fitting issue with the tmj implants (ID# (B)(6)) arose because residual ankylosed bone was mistakenly segmented as a foreign object due to its similarity to the bone cement spacer in the scans. This atypical condition was not communicated by the surgeon, who approved the implant plan despite these complexities, leading to the implants not fitting during surgery and requiring new devices to be ordered. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.